Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the device was received and inspected. The gun was received intact with one of the implant/suture unattached. Upon visual inspection, no structural anomalies were observed on the needles or the gun. Upon squeezing, the trigger was working as intended. The complaint cannot be confirmed/replicated for the reported double deployment condition and we cannot determine what caused the user to experience reported problem. A manufacturing record evaluation was reviewed, no non-conformances were identified for the reported part 228151- lot 4l95700 number combination. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review ==> a manufacturing record evaluation was reviewed, no non-conformances were identified for the reported part 228151- lot 4l95700 number combination.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep that during an arthroscopy when the surgeon introduces the truespan 12 degree peek into the meniscus it activates the trigger, deployed the first stitch and along with this the second stitch come out as well. There was no patient consequence, however the was a 5 minutes surgical delay reported. No additional information was provided.